Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test battery cap fit securely to the pump. The pump powered on and was exercised for 12 hours without any interruption of power. On investigation, the battery compartment was confirmed to be cracked and moisture damage observed inside the battery compartment and inside the pump¿s interior compartment. Investigation did not duplicate the power issue, but confirmed the damage with moisture.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump experienced intermittent power and had a cracked battery compartment. The reporter denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.